Manufacturer narrative:
Pod data showed no timeouts or drive stalls, indicating that there was no evidence of struggle to deliver insulin during operation. The exposed portion of the soft cannula was observed to be stretched and out of specifications at 1.644 inches. The stretched cannula did not prevent fluid from flowing through the complete fluid path. No other damages or defects that would affect the delivery of insulin were observed. It could not be determined when or how this damage was sustained. It can not be confirmed as a cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment, pod was removed and a new pod was applied.